Manufacturer narrative:
It was initially reported that the cot missed the safety hook and dropped. Further clarification regarding this event was provided which identified that when the cot missed the safety hook, the patient struck their head on the ambulance door as the cot tipped. A visual and functional inspection was scheduled to be performed by a stryker field service representative, however this service was cancelled, as the customer did not make the cot available for inspection. This issue was resolved for the customer by providing loading/unloading recommendations. Device not available.

Event description:
It was reported that allegedly the cot tipped when it missed the safety hook. The patient suffered a head injury from hitting their head on the ambulance door as a result of the tip. The patient was hospitalized with an intracranial hemorrhage.

Event description:
It was reported that allegedly the cot dropped when it missed the safety hook. The patient suffered a head injury from hitting their head on the ambulance door as a result of the drop. The patient was hospitalized with an intracranial hemorrhage.